Manufacturer narrative:
The device has been received by the manufacturer for further evaluation. Testing of the returned has not yet been completed.

Event description:
The event occurred at 1300 and involved a plum 360 pump the customer reported the device alarmed during a code blue while infusing levophed on a critically ill patient. The device was reported to have displayed an alarm message stating to power off then on. Replace pump if alarm continues. The alarm was unable to be bypassed. The device was plugged in the a/c at the time of the event. The patient was reported to have coded twice between 1203 and 1303. The reporter further stated that the nurse removed the (drip) ggt and placed it in another pump. The device settings were reported as norepinephrine norepinepharine std 4mg in 250ml at a rate of 40mcg/minute. The reporter stated the device was sent to biomed after the patient coded and expired. No additional information has been obtained at this time.

Manufacturer narrative:
The customer's complaint was unable to be confirmed by cassette and protocol testing. During a review of the device's event logs, the error codes displayed during the incident were n192 distal occlusion and e346 distal pressure sensor 2. The device passed self-test, cassette test, and protocol tests. Visual inspection ¿ no evidence of physical damage was found on the infusion pump. Functional testing ¿ the pump successfully passed all the functional testing. The potential cause could have been a misalignment of the cassette or contamination on or near the distal pressure sensor pin, as evidenced by the fact the subsequent infusion protocols ran without alarming. This is also based on the fact that the pump was returned to the service hub and it passed visual and functional testing (no repair needed nor parts required to be replaced). The probable cause could not be determined. Additional information can be found in b5.

Event description:
Additional information received from the reporter stated the time the patient expired was 2:35 pm. The attending physician was reported to have given the death determination and she reported to have confirmed that the device did not contribute to the patient's death. It was also reported that an autopsy of the patient was not done.